Event description:
Abbott sheath 8fr, 12cm hemostasis fast catheter was placed in the patient's right internal jugular vein during a heart catheterization. Two days later, the patient complained of leaking IV fluids from the site. Rn found sided port of swan introducer no longer attached to introducer with bleeding noted from outlet hole. Site was covered, swan ganz catheter and introducer removed. Patient unharmed.